Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The code 1003 alert was recorded during device interrogation. The pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.